Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results.

Event description:
User facility reported the inflation line became detached from the tracheostomy tube after an unk amount of time in use. No adverse effects to pt reported.